Manufacturer narrative:
Cause: without defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with our customer. 2. Prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description manufacturer narrative(provided by teladoc) multiple attempts were made to contact the patient to gather more information and troubleshoot further with no success. If the device is returned an investigation will be conducted and a supplemental report will be filed. Event description the patient reported having accuracy issues with their teladoc blood pressure device. They recalled a systolic reading of 180 and contacted their doctor, who instructed them to bring the device in for evaluation. The patient stated that both their general practitioner and cardiologist compared the device's readings to their clinical equipment and found significantly lower values than those shown by the teladoc device. The patient did not receive any medical treatment as a result of the device malfunction.